Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the difficulty deploying the clip. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted to stabilize the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a prolapsed posterior. An xtw clip was inserted and placed on the mitral valve. However, during deployment, the clip would not detach from the clip delivery system (cds). Troubleshooting was performed; gripper line was accessed; the clip was able to be deployed. To further reduce mr and to stabilize the first clip, an additional clip was implanted, reducing mr to a grade of <1. There was no clinically significant delay in the procedure.